Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation as they were discarded at the site. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a procedure, that the mobile viewing station (mvs) will not power on. There is no line power light either. There was a reported power surge that affected all components plugged into the wall. There was no reported delay to procedure and no impact on patient outcome.